Manufacturer narrative:
UDI: unknown product code, UDI unavailable. It does not appear that the product will be returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. Device not available.

Event description:
As reported, the tip of a #9 rhoton dissector broke off during a procedure. The wound was inspected and an x-ray was taken. The x-ray was read as negative. No patient harm or delay reported.